Event description:
A customer reported that the cutter did not work. The procedure was completed without any consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record (DHR) review was conducted. No anomalies were found during the DHR reviews. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on DHR. A complaint history examination indicates no additional complaints were associated with the lot provided. One sample was returned for cutter did not work. The sample was examined using 25x magnification. The inner cutter and outer needle were both broken off at the stiffener sleeve. The root cause for the complaint could not be determined during evaluation. (B)(4).

Manufacturer narrative:
A product sample was received and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).